Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, the patient was under general anesthesia with no apneic episodes or conditions that could have led to negative intrathoracic pressure reported. The physician attempted a fluoroless workflow and performed transseptal puncture using a boston scientific versacross connect transseptal device. Resistance was noted when advancing the boston scientific starter guidewire into the left superior pulmonary vein (lspv), although no resistance was felt while maneuvering the catheter. Initial wiring of the lspv with a boston scientific starter wire perforated the left atrial appendage, causing pericardial effusion immediately after wiring and delivering two pulsed field ablation (pfa) lesions; perforation was confirmed in the left atrial appendage. Fluid was drained via chest tap, and heparin was slowly introduced before continuing. The guidewire was tracked via a mapping system. The procedure resumed, and while working in the right inferior pulmonary vein (ripv), the farawave catheter was positioned deep in the vein and became cobra-shaped, making manipulation difficult despite multiple techniques to troubleshoot. The catheter was removed for manual adjustment, but no correction was needed, indicating vein collapse caused basket distortion. The farawave catheter was inserted three times during the procedure, with irrigation via pressure bag at medium flow. After sheath exchange and reinsertion of the farawave catheter, two energy applications were delivered, and significant st elevation occurred. Fluoroscopy revealed air embolism in the aorta, and one of the nurses noticed that the irrigation bag connected to the farawave catheter was dry. At the time of embolism, the versacross connect sheath was inside the body. Interventional cardiology performed coronary angiograms and air aspiration and embolectomy. The patient received 100 percent oxygen therapy. Computed tomography (CT) imaging confirmed no stroke. The patient was admitted to critical care beyond standard hospitalization and later discharged without neurological deficits. The procedure was incomplete due to the event. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the versacross device was shipped together with the farawave catheter for the same procedure. Later, further information clarified that the item involved was the faradrive sheath as opposed to the previously reported versacross sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, the patient was under general anesthesia with no apneic episodes or conditions that could have led to negative intrathoracic pressure reported. The physician attempted a fluoroless workflow and performed transseptal puncture using a boston scientific versacross connect transseptal device. Resistance was noted when advancing the boston scientific starter guidewire into the left superior pulmonary vein (lspv), although no resistance was felt while maneuvering the catheter. Initial wiring of the lspv with a boston scientific starter wire perforated the left atrial appendage, causing pericardial effusion immediately after wiring and delivering two pulsed field ablation (pfa) lesions; perforation was confirmed in the left atrial appendage. Fluid was drained via chest tap, and heparin was slowly introduced before continuing. The guidewire was tracked via a mapping system. The procedure resumed, and while working in the right inferior pulmonary vein (ripv), the farawave catheter was positioned deep in the vein and became cobra-shaped, making manipulation difficult despite multiple techniques to troubleshoot. The catheter was removed for manual adjustment, but no correction was needed, indicating vein collapse caused basket distortion. The farawave catheter was inserted three times during the procedure, with irrigation via pressure bag at medium flow. After sheath exchange and reinsertion of the farawave catheter, two energy applications were delivered, and significant st elevation occurred. Fluoroscopy revealed air embolism in the aorta, and one of the nurses noticed that the irrigation bag connected to the farawave catheter was dry. At the time of embolism, the versacross connect sheath was inside the body. Interventional cardiology performed coronary angiograms and air aspiration and embolectomy. The patient received 100 percent oxygen therapy. Computed tomography (CT) imaging confirmed no stroke. The patient was admitted to critical care beyond standard hospitalization and later discharged without neurological deficits. The procedure was incomplete due to the event. The farawave catheter is expected to be returned for analysis.

Manufacturer narrative:
H10: related report number- duplicate report complaint filed under 2124215-2025-92117. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, the patient was under general anesthesia with no apneic episodes or conditions that could have led to negative intrathoracic pressure reported. The physician attempted a fluoroless workflow and performed transseptal puncture using a boston scientific versacross connect transseptal device. Resistance was noted when advancing the boston scientific starter guidewire into the left superior pulmonary vein (lspv), although no resistance was felt while maneuvering the catheter. Initial wiring of the lspv with a boston scientific starter wire perforated the left atrial appendage, causing pericardial effusion immediately after wiring and delivering two pulsed field ablation (pfa) lesions; perforation was confirmed in the left atrial appendage. Fluid was drained via chest tap, and heparin was slowly introduced before continuing. The guidewire was tracked via a mapping system. The procedure resumed, and while working in the right inferior pulmonary vein (ripv), the farawave catheter was positioned deep in the vein and became cobra-shaped, making manipulation difficult despite multiple techniques to troubleshoot. The catheter was removed for manual adjustment, but no correction was needed, indicating vein collapse caused basket distortion. The farawave catheter was inserted three times during the procedure, with irrigation via pressure bag at medium flow. After sheath exchange and reinsertion of the farawave catheter, two energy applications were delivered, and significant st elevation occurred. Fluoroscopy revealed air embolism in the aorta, and one of the nurses noticed that the irrigation bag connected to the farawave catheter was dry. At the time of embolism, the versacross connect sheath was inside the body. Interventional cardiology performed coronary angiograms and air aspiration and embolectomy. The patient received 100 percent oxygen therapy. Computed tomography (CT) imaging confirmed no stroke. The patient was admitted to critical care beyond standard hospitalization and later discharged without neurological deficits. The procedure was incomplete due to the event. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the versacross device was shipped together with the farawave catheter for the same procedure. Later, further information clarified that the item involved was the faradrive sheath as opposed to the previously reported versacross sheath.